Event description:
It was reported that the autoplex was being used in a procedure when a piece came detached from the device and flew across the room. There was no report of the device fragment hitting anyone within the room. A back up device was used to complete the procedure successfully. There were no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the autoplex was being used in a procedure when a piece came detached from the device and flew across the room. There was no report of the device fragment hitting anyone within the room. A back up device was used to complete the procedure successfully. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The reported condition was confirmed upon evaluation of the returned unit. The lid was found broken/fractured and cement leakage was observed on top of the mix chamber. Upon disassembly, the gears and other internal components were verified found properly assembled. The mix chamber¿s exit port seal was found properly slit. Probable root causes can be associated, but not limited to: locking tabs on cap not strong enough and break (e.g. Material strength/brittleness). Lid not properly locked on the mixing chamber or o-ring gets caught when locking the lid. Possible occlusion of cement flow path resulting in excessive pressure buildup in the mixing chamber. Force exerted on lid due to cement pressure may cause the part (lid) to break. User allows excessive time lapse between monomer pour and mix activation, causing the cement to get too doughty. The manufacturer instructions for use states that the user must start the mixer 15 seconds or less after adding the monomer and cement in the chamber, because failure to comply with this instruction can cause the cement to harden prematurely and affect the operation of the device.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Device not yet received by manufacturer